Event description:
This event involved a patient who experienced change of power source in the controller earlier than expected and pump stops 12 months after heartware lvad implantation. Preliminary log files review has confirmed the pump stops. The batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed that the returned battery contained a faulty cell pair, which likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This event relates to the fsca z-1607-2014 issued by heartware, inc. For this matter. This is one of four reports (3007042319-2013-00211, 3007042319-2014-00724, 3007042319-2014-00725 and 3007042319-2014-00726) submitted for devices related to the same event.